Event description:
Per surgical staff, integra duraflex patch used for case but patch disintegrated causing the patient to have revision surgery. Integra rep knew about the issue and never notified the surgeon or [redacted]. Device ID number is 10381780511342. Ref# (B)(4). Serial #[redacted].

Event description:
Patient underwent initial dural graft implantation using an integra duraflex suturable dural graft, model/catalog number bp10405 (4x5cm), lot number nza24360003, expiration date 4/30/2030. Thirty-four days post-implant, the patient was taken back to the operating room for diagnosis of a cerebrospinal fluid leak and pseudomeningocele. Intraoperatively, the edges of the patch appeared to be disintegrating in certain areas and cerebrospinal fluid could be seen coming out. Those points were sutured again to the dura and multiple valsalva maneuvers were performed, with no further cerebrospinal fluid leak identified. The suture line was augmented with surgical glue. Fifty-seven days after the initial implantation, the patient returned to the operating room for a second revision surgery. During this procedure, the previously implanted patch was no longer white but translucent and had a hole in the patch with egress of cerebrospinal fluid. The patch was removed in its entirety and replaced with a different product by the treating provider. Integra rep knew about the issue and never notified the surgeon or (B)(6).

Event description:
Per surgical staff, integra duraflex patch used for case but patch disintegrated causing the patient to have revision surgery. Integra rep knew about the issue and never notified the surgeon or [redacted]. Device ID number is (B)(4). Ref# bp10405. Serial #[redacted].

Event description:
Patient underwent initial dural graft implantation using an integra duraflex suturable dural graft, model/catalog number bp10405 (4x5cm), lot number nza24360003, expiration date 4/30/2030. Thirty-four days post-implant, the patient was taken back to the operating room for diagnosis of a cerebrospinal fluid leak and pseudomeningocele. Intraoperatively, the edges of the patch appeared to be disintegrating in certain areas and cerebrospinal fluid could be seen coming out. Those points were sutured again to the dura and multiple valsalva maneuvers were performed, with no further cerebrospinal fluid leak identified. The suture line was augmented with surgical glue. Fifty-seven days after the initial implantation, the patient returned to the operating room for a second revision surgery. During this procedure, the previously implanted patch was no longer white but translucent and had a hole in the patch with egress of cerebrospinal fluid. The patch was removed in its entirety and replaced with a different product by the treating provider. Integra rep knew about the issue and never notified the surgeon or the medical center.